Event description:
Patient reported unknown side rupture and recall. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. Calcification: no observed calcification on the device. Crease folding of implant: no observe creases on the device. Additional observations: black particles observed in the gel. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side rupture and recall. Healthcare professional later reported right side "calcifications" and "folds". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced.